Event description:
This is the same event and the same pt reported under MDR's ID #2939859-2001-00100 and 2939859-2001-00101. This is the first MDR submitted for the first suspect product. Per physician, pt was treated with bovine collagen in the "lips and nasolabials" and 5-8 days later the pt experienced swelling, redness and some induration at the injection sites. The pt also had some redness and induration in the cheek area. The pt was apparently treated with botox and a laser at the same time as the collagen injection. The physician treated the pt's symptoms with unspecified intravenous antihistamines and intravenous cortisone, as well as "warmth and short-wave therapy". A course of "prophylactic acyclovir" was also prescribed. None of the treatment has been effective.